Event description:
New information notes that programming changes were made to address the oversensing. The patient condition was stable prior during and after.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r wave oversensing and mode switch on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.